Event description:
Robotic gyn case - "when deploying retrieval bag in pt, the bag failed to open and was not attached to the springs. No harm to the pt."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.